Manufacturer narrative:
Primary surgery performed in 2004. First revision in 2005 and 2nd revision four months later, performed with the neck and head being replaced, but with unsuccessful outcomes. The current 3rd revision was performed two months following, on the neck of the hip replacement. Several attempts were made by the company to view the pre-op x-rays, but these have not been forthcoming. Portland orthopaedics' chief technical officer spoke to surgeon, who confirmed that the stem was solidly fixed. However, the margron hip replacement was revised using alternate MFR's implant system. There is insufficient info to make a conclusive determination as to what the issues were with the neck. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the australian orthopaedic association in its 2007 australian national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.

Event description:
Revision surgery performed on primary margron hip replacement due to pt symptoms of pain.